Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the delivery accuracy test at 0.08755 inches. No unexpected alarms or excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump battery died 2 to 3 times had pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.